Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged headache. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. Dust/dirt contamination on top and bottom enclsoures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal and p4 power connector. Unknown contaminate was found on the inside of top and bottom enclosures, inside ui and rear panels. Liquid ingress with mineral deposits observed in the blower, blower box, p4 connector the manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.